Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis machine was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) found the network port at the wall jack was not functioning, connected the station to an alternate working network port, restoring connectivity. The fse then advised the customer to contact hospital information technology team to repair the original port. The functionality was verified in the application and confirmed that the station was then communicating. The system functioned as intended after the field service engineer repaired the device.